Event description:
Caller reported a malfunction on the pump, which was identified by a fault ID but did not lead to any notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level, with values not exceeding 500 mg/dl. Technical support assisted the caller with resetting the pump, ensuring the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to contact support if the issue appeared again, which the caller understood and acknowledged.